Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that, ciprofloxacin 200mg in 100ml was ordered, pharmacy dispensed 400mg/200ml premixed bag. Clinician programed pump to infuse ciprofloxacin as a secondary medication as ordered (200mg/100ml), only wanting to infuse half of the premixed bag. Following bd clinical assessment of this scenario it was noted that due to the gravity pull of the secondary bag, the ciprofloxacin would continue to infuse even after the programmed duration came to an end, resulting in more medication delivered to the patient than intended. Bd representative provided education regarding this workflow. There was patient involvement however no patient harm.